Event description:
As reported, a 9x40mm precise pro rx stent failed to release and was withdrawn. Partial deployment of the stent occurred during use. There was no reported patient injury. The patient was reported to have stenosis of the right internal carotid artery. Balloon pre-dilation was performed along the guidewire, at the end of which a precise pro stent was delivered along the guidewire, and released was attempted after contrast was in place but it was difficult to retract. The temperature exposure indicator on the pouch was checked and confirmed to display the correct black dotted pattern on a grey background. The product was stored, handled, inspected, and prepped according to the instructions for use (IFU), and the device was prepared in the tray. The tuohy borst hemostasis valve was received in the closed position and remained closed prior to removing the device from the tray. Upon removal, the stent remained constrained within the outer sheath. A stopcock was connected to the y-connector of the tuohy borst valve, and no difficulty was encountered flushing the stopcock, though there was slight difficulty flushing the sds. No abnormalities were noted in the stent delivery system prior to use. A 6f non-cordis sheath was used. The lesion characteristics included moderate calcification and tortuosity, with 80% stenosis, a vessel length of 35 mm, and a diameter of 7.5 mm. The unconstrained stent diameter was 1¿2 mm larger than the vessel diameter. The sds did not pass through any acute bends and was delivered ipsilaterally without difficulty or unusual force. No thrombus was present, and the lesion was predilated using a 4×30 mm aviator rapid exchange balloon at 10 atm, reducing stenosis to 70%. Iodixanol contrast was used in a 50/50 ratio with fluid. The stent crossed the lesion without resistance and did not pass through a previously placed stent. The sds was advanced past the lesion and then withdrawn back before deployment, with the inner shaft held fixed during deployment. No unusual force was applied during deployment. The device was returned for evaluation.

Manufacturer narrative:
As reported, a 9x40mm precise pro rx stent failed to release and was withdrawn. Partial deployment of the stent occurred during use. There was no reported patient injury. The patient was reported to have stenosis of the right internal carotid artery. Balloon pre-dilation was performed along the guidewire, at the end of which a precise pro stent was delivered along the guidewire, and released was attempted after contrast was in place but it was difficult to retract. The temperature exposure indicator on the pouch was checked and confirmed to display the correct black dotted pattern on a grey background. The product was stored, handled, inspected, and prepped according to the instructions for use (IFU), and the device was prepared in the tray. The tuohy borst hemostasis valve was received in the closed position and remained closed prior to removing the device from the tray. Upon removal, the stent remained constrained within the outer sheath. A stopcock was connected to the y-connector of the tuohy borst valve, and no difficulty was encountered flushing the stopcock, though there was slight difficulty flushing the sds. No abnormalities were noted in the stent delivery system prior to use. A 6f non-cordis sheath was used. The lesion characteristics included moderate calcification and tortuosity, with 80% stenosis, a vessel length of 35 mm, and a diameter of 7.5 mm. The unconstrained stent diameter was 1¿2 mm larger than the vessel diameter. The sds did not pass through any acute bends and was delivered ipsilaterally without difficulty or unusual force. No thrombus was present, and the lesion was predilated using a 4×30 mm aviator rapid exchange balloon at 10 atm, reducing stenosis to 70%. Iodixanol contrast was used in a 50/50 ratio with fluid. The stent crossed the lesion without resistance and did not pass through a previously placed stent. The sds was advanced past the lesion and then withdrawn back before deployment, with the inner shaft held fixed during deployment. No unusual force was applied during deployment. A non-sterile unit of precise pro rx us carotid system catheter was received coiled inside a clear plastic bag. Upon unpacking for evaluation, the stent was observed to be partially deployed and the valve was open. No other visible damage or anomalies were noted on the components upon visual inspection. Dimensional analysis confirmed that both the usable length and outer sheath length were within specification limits. Functional testing demonstrated that the stent could be fully deployed without any anomalies or difficulty. No evidence of manufacturing or assembly defects was identified. The reported ¿stent delivery system (sds) deployment difficulty-partial deployment¿ was observed as the device was received with the stent partially deployed. However, the exact cause cannot be determined. Measurements of the stroke length and usable length, along with dimensional analysis, were found to be within specification. Additionally, a functional analysis was conducted, during which the stent was deployed and expanded normally, showing no damage or anomalies. Therefore, based on the information available for review it is difficult to determine the root cause for the event, it is likely that user handling factors during preparation contributed to the issue, as no anomalies were observed on the device itself only a kink that was not reported in the event description and may have occurred during shipping. According to the instructions for use, which is not intended to mitigate risk, ¿extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed.¿ the information available does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.